Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) has "has shifted from chest to almost being under left arm". The ipg remains in use. No further patient complications have been reported as a result of this event.